Event description:
Additional information was received that hemostasis was performed on the peripheral part of the lower lob of the rpa. The bleeding occurred after completion of the valve implant. Per the physician, the cause of the bleeding was a blood vessel dissection from pushing tension on the non-medtronic guidewire. Additionally, the physician reported that the dcs was being delivered when the non-medtronic guidewire was being pushed, so the dcs can not be excluded as a contributing factor. The valve did not cause or contribute to the bleeding and patient anatomy was not a contributing factor. The bleeding was not suspected to have been a result of the intubation. Following the procedure, the patient was extubated and transferred to the intensive care unit (ICU). No further information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2023; explant date: n/a. Product ID: lunderquist guidewire; lot: unknown, product type: non-medtronic guidewire.  Product ID dryseal sheath; lot: unknown, product type: non-medtronic introducer sheath  product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve, the non-medtronic guidewire (lunderquist) was easily inserted into the right pulmonary artery (rpa). The guidewire was advanced into the posterior branch of the lower lobe of the right lung. The pigtail catheter was then inserted into the left pulmonary artery (lpa), and with difficulty, was placed in the main pulmonary artery (mpa). Contrast imaging was performed. A non-medtronic (dryseal) sheath was advanced to the annulus and the delivery catheter system (dcs) was inserted into the rpa. After advancing the distal tip of the dcs, the dcs was placed in the rpa and row 1-2 of the valve were deployed, and the outflow of the valve was deployed in the mpa by providing tension while pushing the guidewire. At this time, too much tension on the guidewire was not observed. The valve was deployed higher, and the position was adjusted while pulling the device. Contrast imaging was performed, and the valve position was confirmed to have no problems. Rows 3-6 were deployed. There were no problems with the position of the valve, so the valve was implanted as is. At this time, it was confirmed that there were no problems with the flow to the pulmonary arteries on both sides, so the dcs was withdrawn. Subsequently, hemoptysis was observed through the intubation tube. Respiratory management was performed with positive pressure arousal of 14 millimeters of mercury (mmhg), and oxygen saturation (sp02) of 100%. 2 units of red blood cells were transfused. Upon checking for vascular damage via contrast imaging, no damage was observed of the distal rpa. Bleeding was subsequently observed when an endotracheal camera was used to check the inside of the bronchus on the right side. More contrast imaging was performed from each direction, but no clear bleeding points could be confirmed on the rpa and lpa. A heparin antagonist medication was administered, and it was confirmed that the bleeding could be controlled by performing hemostasis of the peripheral part of the rpa using a balloon of a wedge catheter. Approximately 15 minutes after administering medication, the bleeding in the bronchi decreased. Administration of fresh frozen plasma (ffp) was initiated, and the bleeding was controlled. The patient returned to the critical care unit (ccu) with intubation. Per the physician, the patient was taking methotrexate for rheumatoid arthritis, that could have caused the patient¿s vascular properties to be weaker than normal. No additional adverse patient effects were reported.